Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The stent remains implanted and the delivery system was discarded by the user facility; therefore, it is not available for eval. The event investigation is currently underway.

Event description:
It was reported that the 6 x 150 mm stent foreshortened by approx 50-60 mm. Another stent was deployed overlapping the first one, successfully treating the lesion. There was no report of injury to the pt.